Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found a pin-hole leak in tubing connected to the top of shear valve cvl85/126. The tubing was replaced resolving the leak. The system was verified and validated. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a fluid leak of approximately 30ml from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The source of the leak was unknown and the customer requested a service visit. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face shield and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.